Event description:
Increase in hematoma formation and bruising at the venipuncture site during whole blood collections. Inservicing supv at this account feels the staff is inserting the needle too far into the vein and need to adjust their technique. Event date: 3/93.